Event description:
It was reported that a user of the iLet Bionic Pancreas with a Dexcom G7 experienced a low glucose event, with fingerstick readings as low as 65 mg/dL and CGM readings as low as 66 mg/dL, which the user treated with 16 g oral glucose and later consumed food; the user does not meal announce and believed a prior correction for postprandial hyperglycemia contributed to the low. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication required to treat the low, without serious injury or impairment. Troubleshooting and education were provided, including guidance to treat the low and recheck glucose, and glucose stabilized to the target range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.